Event description:
During the device evaluation, the gastrointestinal videoscope exhibited white residue in the air/water channel, scope communication error e216, and b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.